Manufacturer narrative:
The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted heartsine to report that a customer¿s device did not emit voice prompts when powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Eartsine evaluated the customer's device but was unable to duplicate the reported issue as upon receipt, the device was unable to be turned on. Given the extensive fault analysis performed and no visual or measurable fault identified elsewhere on the AED, the investigation can only suggest the fault relates to an issue with the flash memory chip. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted heartsine to report that a customer¿s device did not emit voice prompts when powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.